Event description:
It was reported that, before calibration, it was tried to manually move the gears of the handpiece, but it was unsuccessful: initially, the bur did not retract and, eventually, it did retract so the probe was snapped onto the handpiece. Although the calibration was successful, it was not able to home the drill. The jam detection error appeared. Another navio tray was opened. As this happened in the calibration phase, the patient was not involved at the time. Results of the investigation have concluded that the snaplock assembly was damaged, which makes it a reportable event.

Manufacturer narrative:
H10: the device, used for treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Thus, the reported products met manufacturing specifications prior to being released for distribution. A complaint history review found prior similar reports, this issue will continue to be monitored. We were able to confirm if there was a relationship established between the reported event and the device. (B)(4) passed functional inspection, however, failed visual inspection. The handpiece had a damaged shim under the bearing retainer that does not appear to be affecting the performance of the handpiece. Additionally, it was noticed that the leadscrew nut was loose in its attachment to the drill carrier. The probable root cause is mechanical component failure.